Event description:
Took too long to freeze. Ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Manufacturer narrative:
Investigation x-inspect returned samples analysis and findings complaint (B)(4) distribution history: as per service and repair, the complaint unit is from 2007. Based on this date, it was manufactured and distributed by (B)(4) devices. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture, records from each lot are thoroughly reviewed. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: 49935-no complaint-the pulse assembly was contaminated-05/18/2009 71514-no complaint-no defects found-08/01/2013 85583-not defrosting-tube bent/hosing kinked-04/21/2017 historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log 98743 this unit was at csi on 07/11/2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? No. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
The machine did not always freeze and then sometimes would not defrost. Abnormal cells if procedure inadequate with performance repair log (B)(4), 1216677-2022-00209 ll100 cryosurgical 900001 e-complaint-(B)(4).